Event description:
On november 2nd, the user contacted dario to report high blood glucose (bg) readings. The user reported that prior to contacting dario, he received a high bg reading of 350 mg/dl from his dario meter. Due to this high reading, the user reported that he went to the doctor where his bg level was tested with the doctor's meter and read 38 mg/dl. The user reported that he did not have any adverse symptoms, however he went to the doctor in order to be extra cautious. While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that was open for over a month, and therefore was expired. Dario's test strips labeling states "use within one month from first opening the cartridge foil". Dario's representative explained to the user that strips that have been opened for more than 30 days can cause inaccurate readings. Dario's representative then instructed the user to open and test with a new cartridge of strips. The user states that new strips corrected the issue. Therefore, it can be determined that there was misuse of the strips (off-label use). This complaint is not confirmed.